Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo the needles were difficult to operate. The following information was provided by the initial reporter: the nurses said they are hard to press and when taken away from the skin there seems to be insulin residue on the skin. Another nurse who was also in the conversation at that time but from another ward was also having the same problem.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported while using bd autoshield¿ duo the needles were difficult to operate. The following information was provided by the initial reporter: the nurses said they are hard to press and when taken away from the skin there seems to be insulin residue on the skin. Another nurse who was also in the conversation at that time but from another ward was also having the same problem.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-may-2022. H.6. Investigation: ninety three sealed 30g x 5mm safety pen needles were returned from lot. No. 1099885, cat. No. 329605. Visual examination and a clog test as per q-sop-183- dl was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd autoshield¿ duo the needles were difficult to operate. The following information was provided by the initial reporter: the nurses said they are hard to press and when taken away from the skin there seems to be insulin residue on the skin. Another nurse who was also in the conversation at that time but from another ward was also having the same problem.